Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted (B)(6)2009, 419588 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket was revised due to a micro-erosion. The crt-d system was completely removed approximately seven months later due to erosion and suspected infection. No further patient complications have been reported as a result of this event.